Manufacturer narrative:
The asymptomatic patient underwent the index procedure of the left distal common carotid artery that was eccentric a/ulcerated, but had no bends, no lesions within 5cm of the target site, no thrombus, and mild vessel tortuosity. Also, no chronic total occlusion was documented. The stented segment was 60, lesion length was 55, reference vessel diameter was 11, and diameter of the stenosis was 80%. The lesion was predilated and no dissection was noted after the pre-dilation was conducted. A precision pc0730xce was placed at the site without any issues. The stenosis after the procedure was 0%. After the procedure the patient did not have neurological deficits. There was the presence of occlusion in the contralateral carotid. ECG was performed prior to discharge. The patient underwent the index procedure with delivery of the angioguard rx ecgw, pre-stent balloon angioplasty and placement of one precise rx stent in the left distal (cca) common carotid artery. The site reported a 0% final residual stenosis. Pre-index procedure the nih stroke scale score was not evaluated and the rankin score was 0. Post-index procedure the nih stroke scale score was 0 and the rankin score was not evaluated. The patient was discharged two days after the procedure on (asa) aspirin and clopidogrel. The 30-day report indicated that nih stroke scale score was evaluated by a different examiner; the score was 0. The rankin score was not evaluated. Two months after the index procedure, the patient was admitted to the hospital with nausea, vomiting and fever with some confusion and thought to have a possible urinary tract infection. She was treated with antibiotic and discharged three days after treatment. The next day, the patient was admitted with nausea and vomiting and was discharged two days later on a different antibiotic with a diagnosis of fever secondary to presumed sinusitis and dehydration. However, the following day the patient presented to the hospital via ambulance with chief complaints of headache and numbness and weakness of the right leg. At approximately 05:00 hours she experienced a band-like throbbing pain headache across her forehead and in the back of her head with some associated photophobia. She also simultaneously developed right leg numbness and then weakness of the right leg to the point where she could not walk. An ambulance was summoned. She reported taking nitroglycerin for chest pain 1-2 weeks ago. A CT of the head without contrast was performed on the 3rd of admission and compared to one performed on the day of admission. The impression was: new low attenuation in the left frontal lobe from previous CT consistent with interval change with remote right frontal and right occipital infarcts. On the fourth day of admission, a history and physical noted the troponin value was in the indeterminate range and review of the ECG revealed a normal sinus rhythm with a left axis deviation and no st or t wave abnormalities. Additionally, the following significant neurological findings were noted: left lower extremity 3/5 strength and right lower extremity 1/5 strength. Clopidogrel was stopped and aspirin/extended-release dipyridamole was started, but subsequently discontinued due to a severe headache. Clopidogrel and asa were instituted. An echocardiogram was performed on day four of admission. The impression was: normal left ventricular systolic function. Mild left ventricular hypertrophy. Moderate mitral regurgitation. Mild left atrial enlargement. Positive bubble study consistent with patent foramen ovale. The patient had not had an occupational therapy consult and was still awaiting a physical therapy consult. The site reported that on day three of admission, the patient experienced an ischemic stroke event with an "other" (not specified) neurological deficit, lasting > 24 hours, but fully resolving with no deficit. Stroke scale scores were not evaluated at the time of the event or post-event. The patient was transferred to a rehabilitation center on six days after this admission. The rehabilitation facility presumed admission history and physical noted that functional status at the time of admission was not fully clear, because no updated therapy notes accompanied the patient upon her transfer. The neurological examination was within normal limits except for the notation of motor strength of 4/5 in bilateral upper and lower extremities. The rehabilitation facility discharge summary noted that the patient had improved functional status. She was ambulating > 150 feet with a rolling walker. Other functions that required some assistance included: modified independent for bed mobility, minimal assist to supervision for transfers, verbal cues for wheelchair mobility, requiring supervision, supervision to independent for upper body activities of daily living and supervision for lower body activities of daily living as well as supervision for toilet transfers. Stroke scale scores were not reported. The patient was discharged to home on approximately a week after being admitted in the rehabilitation. The 12 month report indicated that the patient did not have any major adverse event and continues on aspirin and clopidogrel. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Action taken: no corrective or preventive action will be taken, given that; with the information provided the reported failure does not appear to be related to the manufacturing process. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery. Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. There is no evidence to suggest that the event is related to the design or manufacturing process of the device.

Event description:
The (B)(4) agree with the previous diagnosis of an ischemic stroke. However, new information notes that the stroke may have also occurred on the ipsilateral side, or the same side as the previously placed stent. Although no diagnosis was provided in the minutes, new information states that CT performed two months after the index procedure showed low attenuation in the left frontal lobe from CT performed three days earlier consistent with interval change. This must be the basis for the diagnosis of an ipsilateral stroke as provided by the (B)(4). Although the account reports that the neurological deficits lasted >24 hours and resolved fully with no deficits the patient required transfer to a rehab facility inferring ongoing deficits and treatment. This (B)(4) patient experienced an ischemic stroke two months after the index procedure. The patient was admitted after complaining of headaches and right leg numbness. Additional workup revealed that the patient had a (pfo) patent foramen ovale that had not been previously diagnosed. The site believes that the thrombus originated from this site and that the event was not related to the device or index procedure.